Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitive right ventricular (rv) lead underwent a pocket revision. A lesion/scab was found on the rv lead. This was removed and the patient was scheduled for a system explant due to erosion. It was noted that the lead was eroding through the patient's skin. Subsequent information was received that the system was explanted approximately six weeks later. No new system was implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.